Event description:
Mother called stating her daughter had a problem with 2 tampons falling apart upon removal and the top portion of the tampon remained inside her. Her daughter tried to remove the remaining pieces of tampon left inside her. Mother took her daughter to the doctor and there were no remaining pieces of tampon inside her.